Event description:
On (B)(6) 2013, the reporter contacted animas stating earlier during the day the pump was working fine but when they got to the pool, the patient looked down and noticed the pump was not working. The patient reportedly tried pressing the buttons but the display screen continued to remain blank. Customer support (cs) advised the reporter to remove the battery cap from the pump and then reinstall it. The patient stated that the pump started to rewind on its own without her prompting it. It was noted that the reporter was able to perform the rewind and load steps. A review of the pump alarm history indicated no associated alarms. A review of the basal history indicated a basal rate of 0.00 on (B)(6) 202013 at 7:58pm and on (B)(6) 2013 at 7:18pm a basal rate of 1.850. Cs advised that the basal rate history indicated that the pump still had power when the screen was blank. The reporter denied any damage to the pump. It was noted the last time the battery cap was replaced was less than 6 months ago. The reporter stated that she was unable to secure the battery cap to the pump and stated that the yellow o-ring was visible on one side of the cap. The reporter reportedly did not have another battery cap on hand. There was no reported adverse event associated with this complaint. This complaint is being reported due to the allegation there was an intermittent power issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/15/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/04/2013 with the following findings:a review of the device history revealed multiple pump reboots. The pump battery compartment was intact with no cracks, corrosion, or damage to the threads. The battery cap threads were stripped, but no corrosion was observed on the cap spring. The battery cap did not properly secure to the pump and could not be used. A test cap was used to complete the investigation. The rewind, load, and prime steps were completed successfully with no loss of power. The pump was exercised for 24 hours with no loss of power. The pump case was removed and no further defects were found.